Event description:
User experiencing erratic sodium results for three patients. One patient example was provided. Initial result 131 mmol/l, repeat 137 mmol/l. Erroneous results were not reported. Patients were not treated based on erroneous results. The field service representative was unable to determine the exact cause but noted he replaced the following: support tower for the mix tower, indirect pinch valve, reference electrode, ise preamplifier and ise pcb board. The field service representative also cleaned a clogged heat pipe vent in cover on back of analyzer and moved analyzer away from wall for proper ventilation. Performance tests were performed.